Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced severe high blood glucose when the infusion set or connector was not attached correctly to the ilet pump, consistent with an infusion set and cartridge issue and an improper or incorrect procedure during deployment of the set. Symptoms included hyperglycemia. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem was identified, and the affected component was the infusion set, indicating an attachment or connection error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.